Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (delivers monophasic pulse) was confirmed. As received the monitor delivered a low energy monophasic pulse during incoming functional testing. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the monitor investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a monophasic pulse during functional testing.

Manufacturer narrative:
Follow-up report #1: additional information - 12/21/2016. Device evaluation of monitor sn (B)(4) was completed. The cause for the low energy pulse and subsequent monitor reset was isolated to the defibrillator pca. The root cause has not yet been identified. An internal corrective action has been initiated to investigate the root cause for the low energy pulse and the reset. Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (delivers monophasic pulse) was confirmed. As received the monitor delivered a low energy monophasic pulse during incoming functional testing. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the monitor investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a monophasic pulse during functional testing.